Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was performed with tandem technical support (cts) and there were air bubbles in the tubing. Customer changed the infusion set and resumed insulin therapy. Customer¿s blood glucose level was 200-250 mg/dl.